Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and corroded. It was also noted that the battery release, heart block, heart wire contacts, battery drawer and heart lead flex were contaminated, one side bail cover was broken and one side bail cover was contaminated, the ring cover and ring bail were missing, the lead flex cover was corroded, two case screws were the wrong size, the battery contacts were compressed and contaminated, the keyboard was scratched, the display was contaminated and the main printed circuit board was corroded. (B)(4).

Event description:
It was reported the epg (external pulse generator) had physical damage; the lower case was cracked, and the upper case was chipped. The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.